Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was difficult to retract. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was difficult to retract. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.